Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site 15 (type ii bone). Primary stability was achieved and osseointegration was not achieved. The clinician states that the implants became loose within two months. Perimplantitis, infection and possible sinus perforation were involved in the event. The implant was removed on (B)(6) 2012 due to pain, swelling and mobility. Medical history: no significant findings.